Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient the basal edit screen was accessed).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) between 400-500mg/dl without symptoms. The patient self treated with insulin via injection. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose do not match, the variation is due to known cause, the basal edit screen was accessed. The basal history matches the active basal program settings and the bolus totals match. Cs is referring the patient to their healthcare professional (hcp) for diabetes management. This report is being made due to the bg excursion the patient experienced due to use error.